Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon eval, there was extensive corrosion inside the monitor which damaged j7 on the auxiliary board. The cause of the inability to power on is the extensive corrosion damage to the monitor. The root cause of the corrosion was unable to be positively determined, but was likely contamination. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
A pt service rep contacted zoll customer support to report that a (B)(6) male pt's monitor would not power on. The pt was provided with a replacement monitor.